Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 315mg/dl fasting on (B)(6) 2016 at 7:45pm. The customer's expected fasting blood glucose test result range is 140 to 160 mg/dl. The customer reports symptoms of weakness, chest pains, short windedness, dizziness light headedness. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 245mg/dl on (B)(6) 2016 08:58:00 pm fasting: yes; 235mg/dl on (B)(6) 2016 08:15:00 pm fasting: yes. Customer stated that because of the high results that her device is displaying, she feels that she is overmedicating herself when administering her insulin (novolog) according to her doctor's recommendations. Customer stated that because of being overmedicated she is always dizzy, lightheaded and suffered a fall down a flight of stairs at the local mall. Customer stated that she followed up with her doctor a few days after the incident at the mall and was referred to a chiropractor for further evaluation. Customer declined emergency medical attention.